Event description:
Revision surgery - due to the patient falling and breaking the baseplate screw.

Manufacturer narrative:
The reason for this revision surgery was to address a broken baseplate screw. The implants were in the patient for 1 years, 6 months, 14 days prior to revision. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed there have been (B)(4) prior complaints reported against this part; with (B)(4) of the prior complaints having the same failure mode of device cracked/broke. This is the first complaint against this lot number. The complaint history does not indicate an adverse trend. It was reported that the patient had fell down and broke the baseplate screw. Hence this can be treated as non-product related failure. This investigation is limited in scope because the explanted products were not returned to djo surgical and hence any alternative root causes cannot be determined. There was no information reported that evidences a material, design, or manufacturing problem with the product.